Manufacturer narrative:
Date sent to the FDA: 3/3/2021. Additional b5 narrative: it was reported that the patient experienced abdominal pain and hernia recurrence following surgery. It was reported that the patient underwent revision surgery on (B)(6) 2018. Date sent to the FDA: 3/3/2021. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an unknown event. No additional information was added.